Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor and external interface were replaced. The system is now operating as intended.

Event description:
The customer reported that the system fails to produce fluoroscopic x-ray. No report of pt injury.